Event description:
It was reported that during the implant attempt, the lead placement was difficult due to tricuspid valve regurgitation. The lead was repositioned multiple times. After the 6th or 7th engagement of the screw, the lead impedance measured low. The electrogram signal also changed appearance. The lead was not used and a new lead was implanted. The new lead had normal function in a position similar to the replaced lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).